Manufacturer narrative:
(B)(4).

Event description:
It was reported by a health care professional (hcp) that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The patient experienced some vomiting, diarrhea, and shaking. A tube set alarm occurred on (B)(6) 2012. The patient also had an x-ray of his foot on (B)(6) 2012. The hcp stated that the patient did not have an MRI or any other medical procedure. Hcp also had mentioned that the patient was in the hospital on the day of report for an evaluation to remove his gallbladder and it was later reported that the pump could not be replaced because the patient was not a good candidate due to cirrhosis of his liver. The patient was being managed with by mouth medication and had decided to have his pump explanted. Hcp stated that the implant date was 2009 and that the new pump was not registered. It was later reported that pump was still alarming. Hcp wanted to use the pump off feature to prevent any alarms from occurring. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).